Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with audible alert due to a lead integrity alert (lia). The right ventricular (rv) lead was exhibiting oversensing of noise (sic), high impedance, and a potential fracture is suspected. It was noted that the patient had a recent fall that impacted the area of the device. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.